Event description:
The customer reported that while transporting a patient the device began scrolling through leads I, ii, iii and pads and the users had a difficult time acquiring a quality ECG waveform. There was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.